Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger in the pre-deployed position and there was no slack present on the link. The marker tube appeared normal and the marker port is not occluded. Marking patency was performed and the device was patent. There was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. Based on the investigation findings, the device conformed to specification and the cause for the no marking complaint could not be determined. The probable cause for no marking can be influenced by many factors, including, but not limited to manufacturing, if the marker port is against the artery wall, side wall stick, low blood pressure, clot or tissue plugging the marker port and if the device is not in arterial lumen. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no similar complaints within this lot reported for no marking of the marker lumen.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the left femoral artery after an interventioal procedure. Reportedly, upon device insertion into the anatomy, blood flow was not achieved at the marker lumen. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.